Event description:
Patient reported to have undergone hip arthroplasty procedure in 2007 and alleges the subsequent onset of pain and sensation that his hip is loose. Review of invoice history revealed that a revision hip arthroplasty took place on (B)(6) 2007 where a biomet femoral stem and head were implanted. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Date of event - no date given, a revision procedure has not been performed to date. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2011-01123 / 01124).